Event description:
Healthcare professional initially reported left side no complaint against the device. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed creases on the shell. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional initially reported left side no complaint against the device. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.